Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a dell handheld computer was pausing on the "interrogation successful screen" for 30 seconds. A soft and hard reset were performed and did not resolve the issue. The handheld computer will not be returned.